Event description:
Device issue: failure to cross. Time of device issue: during procedure. Adverse event: medical intervention. It was reported that during the procedure in the right internal carotid artery, the rx accunet recovery catheter could not cross the lesion due to the characteristics of the pt anatomy. The filter basket was successfully retrieved from the anatomy by pulling the guide wire with filter basket attached. There was no adverse pt effect. Though requested, no additional information was provided.

Manufacturer narrative:
(B) (4). Incorrect removal. (B) (4). The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up report will be submitted with all additional relevant information.